Manufacturer narrative:
The diameter of the drill shank was locally to important because of the laser marking. The laser marking has made the drill shank swelled, which explains why the drill did not fit inside the contra-angle. After investigation the process parameters have been reviewed. Controls have been increased, and a dimensional control with a calibrated ring is now realized for each production lot after laser marking. The potential defective cutting tools have been recalled, but no device delivered in the united-states was affected by this recall. Complaint file (B)(4) reviewed and reported further to our FDA inspection that took place from may 30 to june 2, 2016.

Event description:
The practitioner has deployed its protocol in order to place one implant and started his drilling sequence. The short drill of 4.2 diameter couldn't fit inside the contra-angle. Therefore the practitioner has ended his sequence with a not necessarily suitable drill, and the implant did not take. As a result he extracted the implant. There is no information on the fact that the practitioner could have placed another implant consecutively.